Event description:
During the surgical procedure, while dissecting around the pulmonary veins, the doctors nicked the back of the atrium with the dissector. The procedure was converted from the patient being off pump to on pump so the tear could be repaired. The case was completed without further incident.

Manufacturer narrative:
The device nor the lot number was retained by the hospital. The device nor the device lot number was retained by the hospital. Per atricure's internal procedures the last lot number of devices sent to the facility was reviewed. The device history record was reviewed for non-conformance reports and rework routers. No non-conformance reports or rework routers were found. All devices met specifications and no issues that could have contributed to the event were noted.